Event description:
It is reported that the patient has a broken screen on their insulin pump. Patient's blood glucose level is 202mg/dl. Trouble shooting is conducted and it is found that the broken screen is a result of a traffic accident. Device is being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. The insulin pump passed the functional tests including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No display anomaly was noted.